Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a car accident. This left ventricular (lv) lead dislodged during the incident leading to loss of capture (loc), as confirmed via fluoroscopy. As result, the patient underwent a revision wherein the lead extracted and successfully repositioned on a different location to resolve the issue. The lv lead remains in service. No additional adverse patient effects were reported.